Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged device will not turn on/device not functioning, a service message required. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed a heavy amount of dust like contamination with potential hairlike particles throughout the entire exterior of the device, front panel, top enclosure, rear panel and bottom enclosure. A heavy amount of brownish contaminate was observed inside the iso port of the rear panel. Dust and potential hairlike particles were observed underneath both flip doors, observed the control knob on the front panel and the keypad on the top enclosure seem to be defective. A brownish dust like contaminate was observed on the interior side of the top enclosure. A yellowish white dust/hair like contaminate was observed in the top track of the user interface panel, all over the pca, blower box, in the base of the bottom enclosure, interior side of the of the rear panel, interior side of the blower cap, on the blower motor and in the base of the blower box. Evidence of liquid ingress was observed on the bottom of the blower motor and in the base of the blower box. A keratin like substance was observed on the blower box outlet, observed that the impellor inside the blower motor was broken and wedged into itself preventing blower operation, most likely the cause of service required message. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were able to confirm the customer complaint due to the broken blower motor and unable to directly address the patients symptoms. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty beathing /short of breath.there was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.